Manufacturer narrative:
No unexpected a17 alarms noted during testing. Passed pump self test and displacement test. Unexpected restart alarmed after battery change due to faulty c13 on interface board. Minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm after a battery change. Blood glucose level at the time of the incident was 121 mg/dl. The customer also reported that the insulin pump had an additional error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.